Event description:
Additional information was received that the thromboembolic event was assessed as causally related to the artisse device, possibly related to the index procedure and antiplatelet regimen, and not related to ancillary/adjunctive device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pharmacological treatment used to resolve the thromboembolic event was tirofiban and inyesprim, and for the artery spasm it was nitroglycerin and lidocaine. The sponsor assessed the artery spasm as possibly related to the rist. The site updated their assessment of the thromboembolic event to caused by the artisse device. The aneurysm neck size was 2.8mm. It was noted the patient experienced a generalized headache.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received updating the sponsor assessment to state that the sponsor assessed as causally related to the index procedure only.

Event description:
Additional information was received reporting that there was no assessment for product/therapy/procedure relatedness made by the inv estigator, sponsor, or clinical events committee (cec). Per site provided source documentation for adverse event: radial artery spasm, during the index procedure hospitalization on (B)(6) 2025, the subject "had short self-limiting sensation of floaters in the left lower field, resolved.¿ no further information is available. Site was queried to verify and report this event. There was no reported impact(s) to the patient or additional medical intervention required to prevent permanent injury or impairment. There were no patient symptoms/injuries related to this event. The patient's medical history includes vestibular syndrome ((B)(6) 2028). The patient was undergoing surgery for treatment of a never ruptured, not previously treated aneurysm. Aneurysm symptoms were diplopia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that according to the physician the floaters in the left lower field was not considered as an adverse event. It was a symptom recorded in the medical notes but the neurologist also didn't attach any importance to it, nor did he take any action or follow up on the matter. It was also noted that the platelet aggregation during the procedure was located at the origin of the m2.

Event description:
Additional information was received that the patient was asymptomatic. In control images areas of vasogenic edema in the right frontoninsular region and ipsilateral temporo-occipital region were detected, suggestive of a foreign body reaction on (B)(6) 2025. The event did not result in new or worsening of existing neurological deficits. Concomitant or additional treatment was given. The outcome status was recovering/resolving. The site assessed as possibly related to the disease under study, ancillary device, study device, causally related to the study procedure, and not related to the apt medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced a thromboembolic event. The outcome status is recovered/resolved on (B)(6) 2025. Adverse event (ae) occurred during the procedure. Ae possibly related to the disease under study. There was intracranial platelet aggregation resolved with pharmacological treatment during the procedure. The site assessed ae as possibly related to the antiplatelet medication, study device (artisse), and study procedure; and not related to the study ancillary device. The sponsor assessed as causally related to the study procedure and possibly related to the study aneurysm embolization device and dual antiplatelet therapy (dapt). Additionally the patient experienced radial artery spasm. The outcome status is recovered/resolved on (B)(6) 2025. Ae occurred post-procedure. Ae not related to the disease under study. There was spasm of the right radial artery at the end of the procedure resolved with pharmacological treatment. The site assessed ae as not related to the antiplatelet medication, study ancillary device, or study device; and possibly related to the study procedure. The sponsor assessed as causally related to the index procedure. Additionally the patient experienced headache. The outcome status is recovered/resolved on (B)(6) 2025. Ae occurred post-procedure. Ae possibly related to the disease under study. The patient reported a nonspecific headache that resolved after analgesia. The site assessed ae as not related to the antiplatelet medication or study ancillary device; and possibly related to the study device (artisse) and study procedure. These adverse events did not lead to hospitalization, treatment in another manner, blood transfusion, percuta neous intervention, physical therapy, or surgical intervention. Concomitant or additional treatment was given. Aes did not result in a diagnostic procedure or test being performed. Aes did not result in a new or worsening of existing neurological deficits. The site assessed these events did not lead to congenital anomaly, death, disability, hospitalization or medical intervention and were not considered life-threatening. The patient was undergoing surgery for treatment of a saccular, right middle cerebral artery (mca) bifurcation branch aneurysm with a max diameter of 4.7 mm. Aneurysm dome height: 4.7mm. Aneurysm dome width: 3.8mm. Parent artery diameter distal to aneurysm: 2.2mm. Parent artery diameter proximal to aneurysm: 1.5mm. There was significant stasis at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 1. Ancillary devices include a simmons catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.